Event description:
It was reported that prior to starting a da vinci surgical procedure, the mega suturecut needle driver instrument was locked up, the wheels on the back were locked up, only one wheel on the back of the housing moves. There was no allegation of harm or injury to a patient. Nothing fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument back end pulleys exhibited orange colored residue, up on removing the housing. Failure analysis concluded that the damage was likely due to improper cleaning. Failure analysis also observed various scratch marks at the distal end of the main tube with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.